Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient had a skin irritation on his left lower chest area under the front therapy pad. The area is described as a sore that is smaller than a quarter. During a follow-up, the patient indicated that the irritation had healed, but had left a resulting scar.